Event description:
The pt was unresponsive and their spouse used the suspect device to check their blood glucose. The result was 112 mg/dl. The ambulance was called and the emergency medical tech checked their glucose with their equipment and the reading was 40 mg/dl. Pt was treated with an IV. Glucose controls were not used on the system. The suspect device was replaced with new product and then authorized for return to the manufacturer for evaluation.